Event description:
New information noted that the capped lead was explanted and replaced due to an unrelated issue.

Event description:
It was reported that the right atrial lead exhibited over sensing. The lead was capped and replaced.